Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that box is mixed with another product (cat 320144 lot 1173055). The following information was provided by the initial reporter: consumer reported this box mixed with 320144 (he likes) with lot # 1173055.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1337704. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that that pertained to the complaint.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles that box is mixed with another product (cat 320144 lot 1173055). The following information was provided by the initial reporter: consumer reported this box mixed with 320144 (he likes) with lot # 1173055